Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs100 intra-aortic balloon pump (iabp) displayed electrical test failed #53. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. The getinge field service engineer (fse) reported that the shuttle transducer value was within range (+-4mmhg) but the service log had electrical test fail #53 logged 8 times. The fse recommended replacing the shuttle transducer. The unit passed functional and safety tests and is able to be used with a test balloon.